Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns, service code 104) has been confirmed. The monitor had evidence of corrosion from wetting on the sd card, sd card slot, and jtag board. The corrosion of the board could have shorted a power supply on the computer/analog board, causing the monitor not to power up. The root cause for the corrosion cannot be positively determined but is likely due to liquid ingress on the monitor. No adverse event resulted from the corrosion pack. The patient received a replacement monitor.

Event description:
Zoll customer support contacted a (B)(6) male patient in regards to his download, which revealed abnormal shutdowns and service code 104. The patient was issued a replacement monitor.